Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor however; the motor was tested outside of the device and passed. The insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.